Manufacturer narrative:
The reason for this revision surgery was reported as loosening. The actual length of in-vivo for the items listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. To adequately investigate this event, the lot numbers are necessary. In addition to the lot numbers not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. If this information is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - a-septic loosening. Surgeon removed all implants and went with different vendor.